Event description:
It was reported that pump displayed temperature alarm while it was charging and had not been exposed to extreme temperatures. There was no adverse impact to the customer's blood glucose level. Customer was instructed to place pump into storage mode and return it, to use multiple daily injections as backup insulin therapy, and to program pump settings and reconnect continuous glucose monitor on replacement pump that was arranged under warranty.